Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with redness and inflammation underneath the sensor pod area (per reporter) which occurred the day the sensor had been inserted into the arm. A photo of the skin reaction in the complaint record was reviewed. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient went to the doctor and was prescribed oral cephalexin antibiotic (500 mg) for the skin reaction. The patient was in good condition at the time of the report. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No additional event or patient information is available.